Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017: patient underwent lumbar hardware revision with removal of the s1 screws and rod. During the surgery, two new screws were implanted at s1. Post-op, on (B)(6) 2017, patient was pre-operatively diagnosed with low back pain. Patient was post-operatively diagnosed with back pain and wound infection. Patient underwent hardware removal of pedicle screw of s1 and rods and irrigation and culture of wound infection and irrigation of gross pus. During the removal surgery, both the screws were found loosened at s1.